Event description:
This is a spontaneous report by a nurse from the (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred described as "did not wear a mask." On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy dialysate and abdominal pain. The patient was hospitalized on (B)(6) 2010 for the peritonitis. The cause of the peritonitis was a break in aseptic technique. On an unknown date, the patient received remedial medications of gentamycin (4mg/dl, pds) and ciprofloxacin (250mg, q12, tab). The peritonitis was ongoing and improved. The outcome for the break in aseptic technique was unknown. The reporter believed that the event of peritonitis was not related to the pd therapy. No causality statement was reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.